Manufacturer narrative:
Additional info: b5, b6, g3, g6, h2, h6.

Event description:
Additional information was received indicating the patient has significant posterior capsular opacification (pco). The surgeon is deferring treating the pco until the patient completes their prescribed eye-drop regimen for toxic anterior segment syndrome (tass).

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with fibrin in the anterior chamber and had a decrease in best corrected visual acuity (bcva). Based on the findings, the surgeon concluded the cause to be toxic anterior segment syndrome (tass) or early endophthalmitis. The patient was seen by a retina specialist the next day. In the surgeon's opinion, the most likely cause of the event is tass vs early endophthalmitis. The surgeon is unsure of patient prognosis and if additional treatment will be required. Additional information was requested but not received. The following medications were prescribed for use at home post-operatively: pred forte 1% every 2 hours vigamox 0.5% every 2 hours prolensa 0.07% daily 1 month maxidex oint. 0.1% bedtime moxifloxacin 400mg po daily.